Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The act button did not respond due to flatten button dome switch. The device was received with minor scratched display window, cracked display window corners, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error and the buttons were unresponsive. The customer stated that they delivered 10 units f insulin and ran out of insulin. When they went home they rewound the insulin pump and that's when the device alarmed. The customer's blood glucose was 115 mg/dl. The customer stated that prior to taking a shower they remove the insulin pump. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).